Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.  Reason for reoperation:  rupture.

Event description:
Patient reported right side no complaint against the device. Later, patient reported "collapse." Healthcare professional reported "bottoming out." Later, patient additionally reported right side "possibly ruptured." Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: migration: unable to observe as it is a medical event not related to the device. Rupture: no observed openings on the device. Additional observations: white particles observed on the device.

Event description:
Patient reported right side no complaint against the device. Later, patient reported "collapse." Healthcare professional reported "bottoming out." Later, patient additionally reported right side "possibly ruptured." Device has been explanted.